Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right atrial lead displayed high impedance measurements one day after the device replacement procedure. Another manufactures field representative performed testing and could not reproduce the high impedance measurement. No adverse patient effects were reported.